Event description:
Sorin group received a report that the filter of the dideco ats autotransfusion cardiotomy reservoir became detached during a procedure. There were no consequences to the pt.

Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco ats autotransfusion cardiotomy reservoir . The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the filter of the dideco ats autotransfusion cardiotomy reservoir became detached during a procedure. There were no consequences to the pt. The unit was discarded by the hosp and therefore, no eval could be performed to confirm the report. However, based on previous cases with a similar description, it was determined that a blow to the reservoir lid could cause the connector, which joins the filter to the reservoir lid, to crack and lead to a filter detachment. It is likely the reported issue was caused by a crack in the connector due to a mechanical force. Sorin group (B)(4) has implemented corrective and preventative actions to strengthen this specific area of the reservoir. The reservoir in question was mfg prior to these actions.